Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg triggered an alert for out of range impedance on the right atrial (ra) lead. However all testing values were within normal limits and the lead is not suspect. No patient complications have been reported as a result of this event.